Manufacturer narrative:
The serial number of the customer's cobas e 801 analytical unit is (B)(6) . The patient samples were requested for investigation. The investigation is ongoing.

Manufacturer narrative:
The patient samples were not available for investigation. The investigation reviewed the calibrations; the results were within specifications. The investigation reviewed the qc recovery data; the qc recovery data were within specifications. The investigation reviewed the instrument check on 21-nov-2023; the analyzer was performing within specifications. The differences between the results are most likely based on methodological differences. Due to the various standardization methods available and different assay setups and compositions (like the usage of different antibodies), it is possible to receive different results when using another manufacturer's test. The results show the same clinical picture of results above expectations. A general reagent issue can most likely be excluded because the qc recovery data were within specifications.

Event description:
The initial reporter received questionable elecsys prolactin ii assay (prol) results from an unspecified number of patient samples tested on the cobas e411 rack. The initial results were reported outside of the laboratory. The reporter noticed the discrepant results upon performing a comparison between the analyzer and a siemens analyzer. The reporter used patient samples processed from (B)(6) 2023 to (B)(6) 2023. The reporter did not perform the recommended patient sample pretreatment using the polyethylene glycol (peg) precipitation test. The reporter was advised to perform this procedure. Please refer to the attachment (b)(6 in the medwatch for the table containing the highlighted examples of questionable patient results.